Manufacturer narrative:
(B)(4). Returned pen needle evaluated with no defect found most likely underlying root cause mlc -61 improper use/mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for needle out of protective cover and inaccurate dispense/aspiration. The customer feels well and did not report any symptoms. Customer states that the needle was out of the protective cover, stated that they were not sterile and that the cover just falls off easily. Customer is concerned that the products are unable to administer the correct insulin, because it does not dispense accurately. No adverse event or medical intervention was reported.